Event description:
Contact lens wearer sought treatment from ophthalmologist. Rec'd contact lenses. Used bausch and lomb renu with moisture loc exclusively as contact lens solution. Acquired an unspecified keratitis, according to dr, in one eye. Sought treatment and the infection subsided promptly. I almost always follow standard contact lens procedures, including: removed lenses every night, wash hands, change solution nightly, don't use lenses for too long, change cases.